Event description:
It was reported that when using the bd pyxis medstation system, there was a latency issue in patient profiles populating within machine. The customer reported that it took approximately 10 minutes for the patient to populate in system after being registered. The customer stated that this issue led to delays in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had latency issue from server to station. A technical support specialist disabled netbios and set nic speed to 100mbps half duplex and rebooted to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.